Manufacturer narrative:
This MDR submitted on 12/01/2016 references accriva diagnostics' complaint number 159262. The act reagent lot number tested with this instrument is f6jac304, which is referenced by accriva diagnostics' (B)(4) and is classified as a child to the parent (elite) identified in this submission. (B)(4). Accriva has requested all data required for form FDA 3500a.

Event description:
Healthcare professional reported out of range high readings with a hemochron signature elite and act plus system. A (B)(6) female weighing (B)(6) was receiving intermittent IV bolus doses of heparin during an interventional cardiovascular procedure. The target act was 350 seconds. The act results reported with the hemochron signature elite and act plus system were as expected except for two instances when act results were higher than expected. After the second instance (act 393 seconds), a second elite instrument was used and a repeat act test was run. That act result (180 seconds) was as expected. Protamine was administered and the procedure ended without incident. The healthcare professional stated that no adverse effects occurred and there were no patient injuries. The instrument passed both electronic and liquid quality controls prior to the procedure per the end user. Sample collection and reagent handling were performed in accordance with the product instructions for use.